Event description:
Medwatch report, dated 08/30/06, rec'd from customer approximately 09/14/06. Medwatch report states, "feeding tube placed without difficulty; head of bed 90 degrees. Follow-up x-ray shows tip of tube in right lung." No response to phone message left twice for customer requesting additional info and sample.